Event description:
Reporter stated that patient received the following results on aviva system compared to a professional meter within 10 minutes: 7.9 mmol/l (aviva system) and 23.2 mmol/l (professional meter). No adverse event due to the device reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.